Manufacturer narrative:
The subject urf-v has not been returned to olympus medical systems corp. (Omsc) for evaluation yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During transurethral ureterolithotomy (tul) with the urf-v, the endoscopic image became abnormal and then disappeared. The user stopped the procedure after placing a stent in the patient's body. The subject device passed a leakage test. The user used the subject device in combination with a laser system manufactured by edap tms that was not used in previous procedures. There was no patient injury report related to the event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-03294. The subject urf-v was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation by omsc, the reported phenomenon was not duplicated even though the evaluation was conducted under following conditions. There was no abnormality of the outside of the subject device. When omsc checked after connecting the subject device and the endoscopic system of the omsc equipment, there was no abnormality of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the reported phenomenon was not reproduced, the exact cause has been unknown; however, the following are supposed to be the cause. There was a possibility of temporary contact failure because liquid and so on attached on the electrical contact of video connector. The subject device did not work properly temporarily by some kind of influence of nd:yag laser system (edap tms, non-olympus). Nd:yag laser system can not be used with the subject device. The instruction manual provide warnings and how to inspect the device. Also, the instruction manual states the appropriate laser system which can be used with the subject device. Warning do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. If any of the following occur during an examination, immediately stop and withdraw the endoscope from the patient as described in section 10.2, ¿withdrawal of the endoscope with any irregularity¿ on page 105. If any irregularity is observed with the functionality of the endoscope. If the endoscopic image on the monitor disappears or freezes unexpectedly. If the endoscopic image on the monitor appears blurry or foggy unexpectedly. Inspection: while pointing it at the palm of your hand, confirm that the examination light is working and that the endoscopic image is free of noise, blur, fog or other irregularities. Angulate the bending section and rotate the insertion tube, then confirm that the endoscopic image is free from momentary disappearing or other irregularities.